Event description:
During the placement of the last coil, deltapaq 1.5x4mm (dfs10015420/g10466) for left medium cerebral artery aneurysm, no problems were faced. However, we were not able to detach it, even when we changed the cables and detachment system we did not succeed. The coil was pulled back. Another coil with the same dimensions was placed instead, with no difficulties. Patient suffered no clinical complications. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The patient is in good condition.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: - new coil (details unknown); - 2 connecting cables (details unknown); - 2 detachment control boxes (details unknown).

Manufacturer narrative:
During coiling of the left middle cerebral artery, the last coil, a deltapaq 1.5x4mm coil (dfs10015420/g10466) was successfully advanced to the target aneurysm and placed for detachment. However, the coil would not detach even though the connecting cable and detachment control box (dcb) were changed. The coil was removed, and another coil of the same size was placed instead, with no further difficulties. Additional medical intervention or medication was not required to prevent impairment or injury. The patient suffered no complications and is reported to be in good condition post procedure. The device positioning unit (dpu) and the attached coil were returned for analysis; however, the connecting cable and dcb were not returned. The unknown microcatheter used in the procedure also was not returned. The returned coil was severely damaged. The dpu failed electrical testing, with resistance of 0.0 ohms. The detachment fiber did not receive heat and melt. The coil¿s socket ring was found to have been pushed down inside the outer sheath and against the distal section of the resistive heating coil. The outer sheath has been torn intermittently from the electrical wiring, however no wiring damage was found at these sections. The core wire was bent, however no electrical damage was found. The circumstances of how and where the dpu damage occurred cannot be determined. The most likely contributing factor to the non-detachment of the coil inside the aneurysm was due to wiring damage and/or a fracture of the solder joint connection inside the resistive heating coil or the electrical connector. The exact location of this damage cannot be determined. The circumstances of how and where the wiring damage occurred cannot be determined, as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the unidentified complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. It is unknown whether a pre-deployment electrical check was performed prior to use, as recommended by the instructions for use (IFU). If a pre-deployment electrical check was not performed, then for optimum product performance and to prevent potential complications, the IFU recommends, ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ it is also noted that the returned device appears to have been cleaned/rinsed before being returned, which may have produced further damage after the device was removed from the patient. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Therefore, any complaint-related trace evidence may have been altered or removed prior to the device being returned for analysis. The complaint is confirmed; however, without the return of several key components and the likelihood of post-procedural handling/cleaning, the root cause of the failure to detach could not be definitively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action is warranted at this time.